Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the physician noted difficulty deflating the balloon during the procedure. The device was replaced by another product to complete the procedure. It was indicated that all devices were prepared asper the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of stroke. It was noted the patient's vessel tortuosity was moderate.